Manufacturer narrative:
Phone: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a double beep with cassette attached. The event occurred during testing stage. There was no patient involvement

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a worn uso seal and a cracked battery door. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.